Manufacturer narrative:
The reported event of high impedances was confirmed. As received, the penta lead had all its internal wires broken in lead tail for channel 1 through channel 8. This would cause the high impedances seen in the field and is consistent with an overstress condition or sudden event the lead was subjected to while in vivo.

Manufacturer narrative:
The reported event of high impedances was confirmed. As received, the penta lead had all its internal wires broken in lead tail for channel 1 through channel 8. This would cause the high impedances seen in the field and is consistent with an overstress condition or sudden event the lead was subjected to while in vivo. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Event description:
It was reported the patient experienced ineffective stimulation due to high impedances. Surgical intervention took place wherein the lead was explanted, replaced and stimulation was restored.

Manufacturer narrative:
E1 reporter phone number: (B)(6). Date of event is estimated.